Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: after a histological result the vats had to be changed to an open surgery. At this open surgery there was a metal piece found in the cavity of the pt which is thought to be a part of the closure mechanism of the previously used dlu. The metal piece was removed without any damage/injury to the pt. No extension of surgery time or incision, no blood loss.